Event description:
It was reported that the patient presented to the clinic after hearing audible tones. The device reached elective replacement indicator (eri) earlier than expected. It was noted that the left ventricular (lv) lead had chronic high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.